Manufacturer narrative:
The customer's complaint that the tubing cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked and leaked while on a patient. There was no patient harm.